Event description:
It was reported that, pt is scheduled for revision surgery on (B)(6) 2012 on his right hip. Pt states that his dr ordered blood work which showed elevated chromium and cobalt levels. Pt complains of having dull pain almost all the time that sometimes becomes sharp. He experiences some stiffness and difficulty walking especially after periods of activity. He has difficulty sleeping especially within the last year due to pain in his hips. Pt states he has periodic weakness in both legs but more extreme in the right. Pain in both hips will sometimes extend down into the femur. Pt had an MRI and additional blood labs on (B)(6) 2012. The pt states that he has the same symptoms in both hips but those in his left hip are less intense and frequent than those in his right hip. He last saw his doctor on (B)(6) 2012.

Manufacturer narrative:
This is the same pt/'event as MFR # 2249697-2012-01799. An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.